Event description:
While using the sapphire pump, it allowed air to be infused without alarming. It is also possible that the medication being infused gamunex-c 10% 400 ml bottle was underfilled. It is difficult to determine how much air the patient received. Pt was hospitalized and monitored and did not have any side effects from the incident. Pt was discharged on (B)(6) 2021. Tests may have been done in the hospital but I do not know what those tests are. FDA safety report ID# (B)(4).